Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced ¿a lot¿ of stomach pain and numerous ¿white things¿ within the patient line. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus and the patient¿s antibiotics were continued. The patient was discharged on (B)(6)2024 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving improper hand hygiene pre/post treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn attributed causality to a touch contamination event involving improper hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced ¿a lot¿ of stomach pain and numerous ¿white things¿ within the patient line. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving improper hand hygiene pre/post treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler.